Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3000108. Reverse humeral tray 3201000. Reverse glenosphere 3203136. Reverse glenosphere baseplate 3203508.

Event description:
It was reported via clinical study that the 73 yo female patient experienced a humeral fracture which occurred intra-operatively. The minimally displaced tuberosity fracture was noted immediately post-op and now displaced at fpo visit. There was no action taken. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.